Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. The device was charged and will boot. The device was visually inspected and no defects were found. A manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.